Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had cosmetic environmental stress cracking.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was blood in the insulation of the right ventricular lead. The lead was oversensing and the lead integrity alert (lia) was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was blood in the insulation of the left ventricular lead. The lead was oversensing and the lead integrity alert (lia) was triggered. The lead was explanted and replaced. It was further reported that the lead was damaged during extraction of another lead so it was replaced. No patient complications have been reported as a result of this event.